Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that when the neurosurgeon removed the bolt from the kit ((B)(4)), the top white part of the bolt that screws in and tightens the sensor was loose and fell off. It stayed in the sterile field; the doctor was able to replace the top on the bolt, and didn¿t need to open a second kit. Once the sensor was placed the with the bolt top back on, the bolt didn¿t tighten all the way down on the microsensor allowing the microsensor to be pulled back out of the bolt. Surgeon ended up stitching the microsensor to the scalp to ensure that the sensor did not become dislodged. The event led to several minutes surgical delay.

Manufacturer narrative:
Cerelink icp probe was not returned for evaluation (remains implanted); therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined, however, the possible root cause for the issue reported by the customer could be due to cap torque strength not enough. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.